Event description:
Bone loss, pain, inflammatory reaction, swelling, revision surgery, avascular necrosis. Office consults for pain because implant doctor refused to believe it could be a problem with the hip that was causing her pain. Pain management, dr. (B)(6). Treatment of lower back because hip implant doctor recused to believe it could be the hip causing her pain and problems walking. Chiropractic - (B)(6). Neurological exams because implant doctor refused to believe it could be the hip causing her pain and problems walking. Dr. (B)(6). Physical therapy for recover from implant in 2008 and continued problems after recovery. (B)(6).